Manufacturer narrative:
Upon visual inspection, an evidence of the fractured abutment screw was observed inside of the implant. The complaint was confirmed. The abutment screw part and lot numbers were not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that screw abutment fractured. Implant was removed.